Manufacturer narrative:
The event occurred in india during a routine check. It was reported that one hl20 pump displayed the error message ¿runaway¿. No harm to any person has been reported. The reported failure can lead to an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was sent for investigation and repair. The failure could be reproduced. All internal connections for the boards were reconnected and the tacho board voltage was adjusted. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar case was assessed by the getinge life cycle engineering on 2024-03-04. Because the failure was resolved by reconnecting the internal connections to the boards the most probable root cause was determined as communication disturbances due to transition resistance that can arise from surface corrosion. Due to the age of the device (17 years old) age related aspects can be considered as well. The review of the non-conformities has been performed on 2026-02-23 for the period of 2009-03-25 to 2026-02-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2009-03-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message runaway" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2009. All maquet cardiopulmonary class ii products manufactured until the end of 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india during routine check. It was reported that a hl20 pump displayed the error message ¿runaway¿. No harm to any person was reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. The reported failure runaway can lead to an unintentional pump stop. Therefore, a report is required in us. Complaint ID: (B)(4).